Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding is related to activ.a.c.¿ therapy system. It is unknown if medical or surgical intervention was required. In addition, the wound care nurse was unable to verify the severity of the event or whether the event actually occurred as the patient left the clinic on (B)(6) 2017 prior to seeing the physician. There have been several attempts made to gather additional information from the patient, but there has been no response. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2017, the following information was reported to kci by patient: the patient alleged observing bleeding from his calf wound. The patient reported that he had spoken to his physician and would be seen the same day. On apr 25 2017, the following information was reported to kci by the wound care nurse: the patient presented to the clinic yesterday, (B)(6) 2017 and left and has not returned. The patient had not been seen in 2 weeks. The nurse was unaware of any bleeding event. Per review of kci records, v.a.c.® therapy was placed on hold by the wound care center on (B)(6) 2017 due to patient's non compliance and missing his wound care appointments. V.a.c.® therapy was resumed on (B)(6) 2017. No additional information is available. A device evaluation of the activ.a.c.® therapy unit is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding is related to activ.a.c.¿ therapy system. It is unknown if medical or surgical intervention was required.

Event description:
On dec 08 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On may 17 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.